Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.

Event description:
During investigation of the electrode belt sn (B)(4) for an unrelated issue, the electrode belt connector was damaged and unable to create a secure connection with a monitor.